Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: how was the device opened after it was used so the knife became visible? The device was not opened. The nurse cut herself by removing the device and the knife was not retracted. Was the nurse attempting to reload or open when the issue occurred? No. What are the results of the blood exposure accident declaration for the nurse? No. More information for the moment. Potential contamination cannot be excluded. Was the device in two halves (pieces) while it was being handled by the nurse? No. Where along the length of the device was the nurse cut? Unknown. Was the nurse cut while handling the staple cartridge after use? Yes.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: the blade of the cartridge did not retracted after use and caused a cut on a operating room nurse. No consequences for the patient. Blood exposure accident declaration for the nurse. Consequences for the patient : no clinical consequence.

Event description:
It was reported that during an unknown procedure, the blade of the cartridge did not retracted after use and caused a cut on an operating room nurse. It is unknown how the procedure was completed. Blood exposure accident declaration for the nurse. One device will be returned.